Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported feeling excessive heating at the implant site while charging for the past 2 months or so. Caller stated the device heats up but also and mostly they feel excessive burning inside, at the implant pocket. Caller stated that when they charge the ins, sometimes they have to stop charging because their back is burning up so bad. Caller stated they talked to the mdt rep about this issue and were told to call patient services. Agent sent an email to repair to replace the recharger. Agent advised caller to follow up with healthcare provider if the replacement recharging antenna does not resolve the excessive heating in the body.